Event description:
It was reported by service report that the bed goes into drive when raising the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard button stuck.